Event description:
A hospital biomedical engineer reported that during surgery, the system stopped and displayed a message indicating that it needed to be primed. The cassette was replaced and primed. There was a delay of approximately 15-20 minutes, and the surgery was completed with no harm to the pt.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the third complaint reported for this issue. As the customer did not retain the lot number of the consumable, the device history record (DHR) and lot history could not be reviewed. It is not possible to determine the root cause of this incident. (B)(4).